Event description:
It was reported a critical alarm was confirmed by telemetry with the pump but was not audible. Upon interrogation, the silence alarm box was displayed on the alarm tab. The pump logs indicated a motor stall had occurred at 0538 am in early 2009 while the patient was sleeping. A tube set alarm was documented 48 hours later (due to stopped pump duration exceeding 48 hours). No audible alarm had been heard by the patient or family. The drug used in the pump was fentanyl and bupivacaine. The patient experienced a return of symptoms. The actual residual drug volume was greater than the expected residual volume (actual 10 ml, expected 4 ml). Additional information has been requested but was not available on the date of this report.